Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a watchman procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 14f, and then to 16f. Reportedly, while advancing the 16f sheath, one suture broke. The watchman procedure was completed. Another prostyle device placed another suture. The two sutures were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The root cause of the reported difficulties and the subsequent treatment are related to circumstances of the procedure. Based on the information reviewed, it is likely the 16f sheath while being inserted, as stated in the reported event, caught one of the pre-placed sutures, causing a material separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.